Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, when inserting a 5f mynx control vascular closure device (vcd) into a 5f non-cordis sheath, significant resistance was encountered. Upon removal, the tip was found to be frayed, and the sealant was exposed. The sheath was replaced with a new one, and a new mynx device was used to complete hemostasis. There was no reported patient injury. The user was trained to the device. Adequate flush was used and maintained. The device prepped normally. The device was removed from the packaging as instructed in the IFU. The device was used after a ¿bk¿ treatment. The device will not be returned for evaluation.

Event description:
As reported, when inserting a 5f mynx control vascular closure device (vcd) into a 5f non-cordis sheath, significant resistance was encountered. Upon removal, the tip was found to be frayed, and the sealant was exposed. The sheath was replaced with a new one, and a new mynx device was used to complete hemostasis. There was no reported patient injury. The device was removed from the package as usual. The sheath was not kinked or bent upon removal. There was no visible bend or damage at the distal end of the balloon shaft after removal. No excess force was applied during insertion. There was no presence of peripheral vascular disease or calcium at the puncture site. The access site vessel was not tortuous. The user was trained to the device. Adequate flush was used and maintained. The device prepped normally. The device was used after a ¿bk¿ treatment. The device will not be returned for evaluation.

Manufacturer narrative:
As reported, when inserting a 5f mynx control vascular closure device (vcd) into a 5f non-cordis sheath, significant resistance was encountered. Upon removal, the tip was found to be frayed, and the sealant was exposed. The sheath was replaced with a new one, and a new mynx device was used to complete hemostasis. There was no reported patient injury. The device was removed from the package as usual. The sheath was not kinked or bent upon removal. There was no visible bend or damage at the distal end of the balloon shaft after removal. No excess force was applied during insertion. There was no presence of peripheral vascular disease (pvd) or calcium at the puncture site. The access site vessel was not tortuous. The user was trained to the device. Adequate flush was used and maintained. The device prepped normally. The device was used after a below knee treatment. The device was not returned for evaluation. The product history record (phr) review of lot j2511801 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported events of ¿mynx control system-impeded,¿ ¿sealant sleeves (cartridge assembly)-frayed/split/torn¿ and ¿mynx control system-deployment difficulty-premature¿ could not be observed as the device was not returned for analysis. The exact cause of the issue experienced could not be determined. Based on the information available for review, it is not possible to determine what factors may have contributed to the reported events. However, as the issue reportedly occurred during insertion into the sheath, procedural/handling factors (such as using excessive force during insertion, incorrect insertion angle, and/or not supporting the distal end during insertion into the sheath) and/or the condition of the procedural sheath (which also was not provided for analysis) are possible. It should be noted that the mynx control device is manufactured with the sealant sleeve assembly at the distal end of the catheter cartridge tubing. The sealant sleeve assembly is assembled with 2 side slit overlapping sleeves. The slits are designed to decrease unsheathing force and increase deployment reliability. The sealant is placed right under the sealant sleeve assembly and is protected from being exposed prematurely. Refer to the diagram of the mynx control vcd within the instructions for use (IFU) displaying the sealant sleeve with slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into the sheath, it could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states in step 1: position balloon, ¿insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the phr review, nor the available information suggests that the issues experienced by the customer could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.